Manufacturer narrative:
Determination of root cause: assessment: a complete technical eval was not possible because the facility declined the quote for service. A review of the complaint database for the 12 months prior to receipt of this complaint revealed no clinical complaints received for this system. A clinical investigation was not possible because the physician state the laser was not the cause of the induced astigmatism and declined to provide any pt specific info. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4)

Event description:
Induced astigmatism: a healthcare professional reported seeing induced astigmatism on a few pts although she did not recall how many eyes were involved or their status. She stated that none of the pts have been permanently harmed or injured. Additional info was received on 10/15/2008 from the healthcare professional who mentioned that all pts that she was concerned with earlier have healed to acceptable levels. She stated that the laser was not the cause for her earlier assessment of induced astigmatism. She feels that the moria keratome rings may have been a strong factor in the low levels of induced astigmatism, experienced earlier.